Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d concomitant med prod data upon investigation of the actual device used in this incident, it was determined that the device had delayed xml time in care fusion co-ordination engine. A technical support specialist found data synchronization error on the server, full discovery and discussion was in the feed, summarized the events and fount version 1.5.2 would reboot and cause the server to delay messages to process, immediate short-term fix was done to restart data synchronization of the server for a temporary fix followed by the knowledge article ¿multiple devices with download stopped ¿ current subscription cycle stuck ¿, then remediation to consistent version across the board was recommended either through reimage or temporary fix to resolve the issue.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there was loss of rhapsody connection to devices from server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, there was loss of rhapsody connection to devices from server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.